Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that an attorney informed them that the customer's insulin pump failed and the customer died of hypoglycemia. No further information was provided. The attorney will call medtronic back when the next of kin are available. Updated summary: it was reported via legal documents that the customer had an apparent insulin overdose that resulted in their passing.